Event description:
It was reported that the patient experienced inflation issues with this inflatable penile prosthesis (ipp). It was detailed that the cylinders did not inflate even though the patient push the pump. A surgical procedure was performed during which all the components of the existing device were removed and replaced with no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected, and leak tested. Visual inspection identified that the pump kink resistant tubing (krt) had a hole and, subsequently, and a leak, both caused by sharp instrument. In addition, the pump was contaminated with body fluid. Due to that contamination, the pump was not functionally tested. The cylinders were visually inspected, and leak tested. Visual test of cylinder 1 revealed a buckled in the middle its body and a hole at the corner of a fold. Cylinder 1 failed leak test. Visual inspection of cylinder 2revealed a buckled in the middle its body. No leaks were identified in cylinder 2. The reservoir was visually inspected, and leak tested. During visual examination wear at a fold of the reservoir shell was noted. No leaks were identified in the reservoir. Based on the information available and analysis results, the fluid leak identified in cylinder 1 could have caused or contributed to the reported clinical observation of inflation issues; therefore, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with this inflatable penile prosthesis (ipp). It was detailed that the cylinders did not inflate even though the patient press the pump. A surgical procedure was performed during which all the components of the existing device were removed and replaced with a new ipp with no patient complications.